Manufacturer narrative:
The customer provided additional information noting that the users stated that the device did charge, but the tone it made while charging did not sound appropriate. It sounded weak and not strong as when performing an opcheck test. The users believed the shock was not delivered due to no muscular response normally seen when a defibrillation is administered. Note that the mrx instructions for use (publication number: 453564396411, edition 1), page 78, states that the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance. The customer provided the following statement when contacted about this case: ¿although the monitor was not the direct cause of the patient¿s demise, it was not functioning properly and hindered resuscitative efforts.¿ the customer provided two event files: the first, (B)(6) 2015 6:33:23 am. No events/actions were logged in the file, only the patient ECG viewed through the pads ECG signal. The event was reviewed by a philips clinical specialist. The initial rhythm displayed was identified as a possible high rate tachycardia. At 00:01:56 et (elapsed time) a rhythm change indicative of a possible response to an intervention was noted, which followed a rhythm change to what appears to be asystole. The ECG morphology then shows what appear to be 2 shocks being delivered. After the first shock, the rhythm changed to what appears to be ventricular tachycardia (vt). After the second shock, the rhythm changed to what appears to be a faster rate vt. Without patient information to confirm this assessment it should be considered speculative based only on assessment of the ECG. The second, (B)(6) 2015 7:18:44 am. The file is 19 seconds long. A pads ECG view is displayed with a dashed line (no pads signal). At 00:00:05, an asystole reading is shown, followed by a dashed line (no pads signal) for the remaining 9 seconds. The device (including the qcpr pads cable used at the time of the event) were evaluated at philips. The reported failure to charge/shock could not be duplicated, no malfunction was identified. The device passed all testing and was found to be fully functional for the delivery of therapy. The qcpr pads cable was also evaluated by a philips quality engineer and was found to be working as expected. It was confirmed that the cable passes op-check and was able to deliver a shock into a test load 10 times without failure. The device passed all performance assurance tests and was returned to the customer site. Philips was unable to confirm the reported malfunction. The device was found to be fully functional for the delivery of therapy.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the heartstart mrx defibrillator would not charge during a code. The monitor display and sound of charging was not normal. The monitor showed a shock was delivered but it was apparent that no electrical current had been administered. Another device was used to treat the patient, however, the patient died.